Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose due to infusion set bent. The blood glucose level was unknown. The customer did not experienced the symptoms related to the high blood glucose. The customer did not feel ok to troubleshoot for high blood glucose. The device will not be returned for the analysis.